Event description:
A male underwent initial aaa repair in 2007. The physician placed a flex main body and two iliac leg grafts. Upon placement of the endografts, there was believed to be a type ii endoleak. The endoleak was never resolved after the heparin was reversed so the physician then went back in on the following month for additional device placement. The physician was hesitant to do a femoral-femoral bypass with a renu converter, so first tried to place a main body extension directly above the contralateral gate to seal what seemed (from the CT scan) to be a type ii endoleak or possibly a tear in the graft. This device placement did not seal the leak. The physician then placed a coda balloon directly below the renals, inflated it and did another run and the endoleak was no longer visible. The physician then determined that the initial graft had been placed too low to avoid a chuck of calcium and that the leak was actually a type I endoleak. A second main body extension was placed just below the renal arteries to repair the endoleak. It had been difficult to tell from the CT scan and the angiogram, where exactly the leak was coming from.

Manufacturer narrative:
Event evaluation: still under investigation.